Event description:
During total hip replacement, surgeon broached for a #0 accolade stem, and when stem was implanted, it sat proud. Surgeon used short, quick blows to seat the stem. However, the stem sat proud and the proximal femur was fractured.